Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the printer was faulty but was not able to confirm a faulty radiofrequency head socket. When paper was inserted the printer problem resolved. Analysis further noted there were errors in the update history, both keyboard hinges were broken, the power bay assembly was damaged, the media door was missing and the stylus was damaged. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the programmer's printer and radiofrequency head socket were faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.